Manufacturer narrative:
This report is submitted on august 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection under the skinflap over the implant. Explantation of the device is planned; however, unconfirmed to have occurred, as of the date of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017.